Event description:
It was reported that the patient underwent a revision procedure due to device failure with an artificial urinary sphincter (aus). Following a cystoscopy on (B)(6) 2019 an erosion of the urethra by the cuff was observed. The aus cuff, pump and balloon was explanted. The patient's incontinence prior to implant was severe following a radical prostatectomy.